Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of fiver stopped firing during the procedure, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to be fractured and partially broken off and exhibited char and devitrification. Based on the analysis findings, the fiber condition could result in a forward firing condition of the side-firing surgical fiber, has been identified as a potential safety issue. There was no injury reported as a result of this event. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.

Event description:
Customer reported that the side-firing surgical fiber stopped firing at 18,196 joules of usage, during a prostate procedure. The case was completed using another fiber. There was no injury reported.